Event description:
Int'l. (B)(6) complaint received concerning component (silicone protrusion) issue with use of 011-c3300 microclave connector. The incident was reported as follows "..nurse connected microclave onto IV cannula for normal saline infusion. Upon disconnection from IV drip, silicon from microclave found to be protruded. No leakage of blood or fluid reported by user. Nurse immediately changed to a new microclave without affecting pt's treatment. So far, this was the first time and only one case reported."

Manufacturer narrative:
Device return: one (1) used 011-c3300 microclave connector was returned to the mfg. Although requested, the involved mating and access devices were not returned for analysis. Visual inspection of the "as-received" 011-c3300 recorded the silicone plug was damaged/protruding. The reported issue was visually confirmed. Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes, it is important to isolate adjacent lines by activating the slide clamps on those lines. Investigations have also identified microclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the microclave directions for use (dfu) ,the connector should only be accessed with an iso complaint male luer with an inside diameter between 1.55 mm - 2.8 mm. Findings: based on the engineering evaluation of the "as-received" 011-c3300 connector, the reported product/component issue was verified. Although the exact causes of the component anomaly are unk, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.